Manufacturer narrative:
Ps308080 method: the complaint rt380 evaqua 2 adult breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is therefore based on the initial information provided by the customer and our knowledge of the product. Results: without the complaint device or additional information, it is not possible to determine the failure mode for the reported leak. Conclusion: we were unable to determine what may have caused the reported leak as no device was returned for investigation. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A distributor in india reported that an rt380 evaqua2 adult breathing circuit was leaking. There was no patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is currently in the process of obtaining further information of the reported event. We are also attempting to obtain the subject rt380 adult evaqua2 breathing circuit for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A distributor in (B)(4) reported that an rt380 evaqua2 adult breathing circuit was leaking. There was no patient involvement.